Event description:
It was reported that on(B)(6) 2024, a 27mm navitor vision transcatheter aortic valve was chosen for implantation utilizing a flexnav delivery system. The patient had severe calcification of native aortic leaflets. During initial opening of navitor valve during deployment, the frame looked constricted and distorted on angiography. The valve was removed, and another 27mm navitor vision valve was implanted using the same delivery system. The severe calcification was reported to have likely affected expansion. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that during initial opening of navitor valve during deployment, the frame looked constricted and distorted on angiography. Also reported that the severe calcification may have likely affected expansion. The investigation confirmed the valve met functional specifications when analyzed at abbott. There was no evidence of damage or anomalies to the returned valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.